Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer contacted support, removed cartridge, confirmed damaged o-ring, discarded cartridge, and filled and loaded new cartridge after cleaning pneumatic tap area, then successfully resumed insulin delivery, and was instructed to monitor system performance with no replacement cartridges provided.